Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system server had an issue where all machines were not communicating. A technical support specialist (tss) remoted into the server and ran the server down query, confirming that no messages were stuck and the carefusion coordination engine (cce) heartbeat was normal. The tss then connected to the station and found it in a disconnected state with delayed patient data and also observed that the server central processing unit (cpu) usage was close to 100%. After contacting the customer and receiving approval, the tss rebooted the server to resolve the issue. Once the reboot was completed, the server came back online, bd services started successfully, and the station no longer showed a disconnected status or patient data delay. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, machines were not communicating and went to critical override mode, shown error message as patient and order may not be current the customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.